Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The separation, deformation, stretched coils were confirmed. The difficulty to advance, material too soft, and difficulty to remove could not be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information provided, the investigation determined the reported incident was due to the circumstances of the procedure. It should be noted that the gw, ht turntrac, ce/FDA instructions for use (IFU) states: ¿do not: allow the guide wire tip to remain in a prolapsed condition.¿ additionally, the IFU in the same section states: ¿carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in¿ guide wire damage, guide wire tip separation.¿ in this case the reported event stated the physician noted that the tip was found prolapsed, which may have caused or contribute to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified distal left anterior descending (dlad) artery. During advancement of a ht turntrac guide wire resistance was met with the anatomy but reached the lesion. Then an unspecified balloon was advanced over the guide wire for dilatation of the target lesion. It was then noticed that the tip of the guide wire prolapsed. The guide wire could not be moved forward or backwards. Therefore, both the guide wire and balloon catheter were removed altogether. It was then noted that the guide wire tip had separated and had remained in the balloon. Furthermore, the core of the guide wire had collapsed and the tip coils were stretched. There were no adverse patient effects and no clinically significant delay. No additional information was provided.